Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they attempted the insertion of the feeding tube and were unable to pull the guidewire. Per additional information received on (B)(6) 2022, there was no medical intervention required.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. However, as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. No physical samples or photos were received for the investigation. Because a sample was not received, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported condition and determine the root cause. A review of the manufacturing process was conducted and all processes and controls were found properly followed, including sub-assemblies, finished product assembly, and packaging. There were no abnormal conditions found that could trigger the reported condition. If samples are received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. Current process controls are executed in accordance with product specifications to meet quality acceptance criteria. We will continue monitor the process, customer complaints, and feedback notifications for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.